Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed.). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: case became valid and serious incidence. Previously reported event injury herself was updated to medical device removal. Action taken with drug for the event medical device removal was added as drug withdrawn. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed.). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 7-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('acute fight pelvic pain') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "essure permanent sterilization and endometrial ablation with hydrothermal ablation". The patient's medical history included uterine infection, lower abdominal pain, low grade fever, chills, bloating, bladder infection, melanoma, asthma, bleeding menstrual heavy, anemia, cesarean delivery, without mention of indication, tonsillectomy, adenoidectomy, endometrial ablation, tubal ligation, headache, fatigue, vaginal bleeding, endometritis, ovarian cyst, pelvic pain female, tubo-ovarian adhesion, pelvic adhesions, menometrorrhagia and endometriosis. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (open laparoscopy, right oophorectomy,total abdominal hysterectomy,left salpingectomy,partial right s). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: there was 1 expanded outer coils of the essure microinserts trailing into the uterus on both sides. Most recent follow-up information incorporated above includes: on 6-jan-2021: mr received: event 'medical device removal' was updated by 'pelvic pain'. Event: 'endometrial ablation performed concomitantly with the essure micro-insert implantation nos' , medical history, removal date, patient's date of birth, reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.